Event description:
The customer reported the hemoglobin parameter failed during the startup process when using the coulter act diff 2 analyzer. The analyzer was taken out of service, and patient samples were not processed. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the lyse check valve resolving the issue. (B)(4).